Event description:
The customer reported that he had been experiencing high bg levels (in the range of 300mg/dl) and had changed to a new pod in response. Four hours later, however, his bgs had escalated to greater than 500mg/dl. The pod was removed and the "needle was still present"; the customer indicated that the insertion needle hadn't retracted and that the cannula never inserted. The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the needle did not retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle and the fact that the cannula was not seated properly (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.